Event description:
Customer alleges discrepant results on pt with meter compared to lab results: test results: (B)(6): inratio = 5.8, 2.4, 1.1, lab = 1.1. Time between testing: within 1 hr.

Manufacturer narrative:
Investigation pending.